Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported the patient "fell off their tractor" and the patient had pain in their hip. X-ray showed a potential change in the head position of the total hip prosthesis. The patient was scheduled for revision hip surgery. During revision hip surgery (B)(6) 2014, it was found that the metal head was dislocated from the x3 mdm insert. A new metal head and x3 mdm insert were assembled and implanted.

Manufacturer narrative:
An event regarding dislocation involving a restoration adm insert was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: eccentric position of head into acetabulum and dissociated noted on x-ray. Need op reports, clinical history and progress notes to fully investigate. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. During the manufacture of this lot ncr c10-0050 was referenced to add an inspection step to the manufacturing process and it had no effect on the fit, form or function of the device. Complaint history review: there has been one other similar event for the lot referenced. (B)(4) was opened to investigate dislocation. (B)(4) conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the operative reports, progress notes and clinical history as well as product return are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
The surgeon reported the patient "fell off their tractor" and the patient had pain in their hip. X-ray showed a potential change in the head position of the total hip prosthesis. The patient was scheduled for revision hip surgery. During revision hip surgery (B)(6) 2014 it was found that the metal head was dislocated from the x3 mdm insert. A new metal head and x3 mdm insert were assembled and implanted.

Manufacturer narrative:
An event regarding dislocation involving a restoration adm insert was reported. The event was not confirmed. The device was not returned for evaluation. A review of the provided x-rays by a clinical consultant indicated eccentric position of head into acetabulum and dissociated noted on x-ray. The event could not be confirmed. Need op reports, clinical history and progress notes. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
The surgeon reported the patient "fell off their tractor" and the patient had pain in their hip. X-ray showed a potential change in the head position of the total hip prosthesis. The patient was scheduled for revision hip surgery. During revision hip surgery (B)(6) 2014 it was found that the metal head was dislocated from the x3 mdm insert. A new metal head and x3 mdm insert were assembled and implanted.